Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. The plate remains implanted. An investigation will be performed on the piece of metal that came from the plate.

Manufacturer narrative:
Evaluation summary: the reported event that plate anchorage had a shard of metal which has fallen off from the locking slot during surgery could be confirmed. Based on investigation, this determined shard of metal which has fallen off from the locking slot of the plate was caused by friction between the contact surfaces of the screw and the compression slot of the plate. The IFU specifies that ¿the product must not be modified: it should be used only if its integrity has been maintained." [Original statement] in the event description, we can read that "the plate was left in the patient as it seemed to be in working order and not affected by the shard of metal that allegedly came from the plate¿. Up to now, the operation has been completed successfully. Moreover, the risk management file specifies: "breakage of surgical devices is a frequent event. In the literature it is named approx. 0.3 % (o4). Mostly the broken parts would be removable without any great effort. In some cases the broken part would be positioned inside of the bone or would be not traceable in the soft tissue. Smaller fragments which are positioned inside of the bone without any irritation of the surrounding tissue should be left in place. All materials which are used for implants (titanium or stainless steel) and for surgical instruments (stainless steel) are tested for biocompatibility. Therefore, no significant adverse local or systemic effects have to be expected if a small amount of debris from damaged implants or instruments would remain in the surgical wound or in the bone. Even in patients with nickel allergy debris from a surgical instrument made from a stainless steel would be encapsulated resulting in a small common foreign body granuloma. The patient would hardly register this event (s2). In the case that a part of an instrument made from ferromagnetic steel would remain a limited local reaction would be noted in the of an mrt examination (s2). No signifi-cant harm (s2) would result from such an event. Only in rare cases (o3) additional surgical measures (s2, s3) or unintended revision surgery (s3) would result from such an event." [Original statement] a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The sales rep, reported on behalf of the hospital that a shard of metal allegedly fallen off from the locking hole of an anchorage plate. The sales rep has reported that the plate was left in the patient as it seemed to be in working order was not affected by the shard of metal that allegedly came from the plate.

Event description:
The sales rep, reported on behalf of the hospital that a shard of metal allegedly fallen off from the locking hole of an anchorage plate. The sales rep has reported that the plate was left in the patient as it seemed to be in working order was not affected by the shard of metal that allegedly came from the plate.